Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. A catheter issue was reported. The reporter was called to assist emergently with a catheter revision. Per the reporter the patient was having some elective surgery and the proximal/pump end of the catheter was ¿nicked¿. The reporter was inquiring about product compatibility and priming scenarios and was on the way to the hospital to assist with the revision. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.